Event description:
The operator was positioning the x-ray unit for an x-ray, and the unit fell off the wall hitting the patient in the head and chest.

Manufacturer narrative:
A dealer service technician performed an on-site evaluation. The master control of the x-ray unit was mounted on a single stud with the stud fastened perpendicular to the wall. As part of the installation of the unit, a hole was drilled for the incoming line. The technician noted that the hole saw cut into the lower half of the stud weakening that area and the lower lag screw broke loose causing the unit to fall. A backing plate was not used in this installation. Improper installation contributed to this event. The patient refused medical attention. Unit evaluated by a dealer service tech.